Event description:
It was reported that upon device replacement it was noted that this electrode had dislodged. The electrode was explanted and returned. No additional adverse patent effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the lead body and electrode tip found no anomalies. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement.

Event description:
It was reported that upon device replacement it was noted that this electrode had dislodged. The electrode was explanted and will be returned. No additional adverse patent effects were reported.